Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 112 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected alarms were noted. The insulin pump was programmed with multiple basal profiles. All basal profiles delivered and recorded properly. The insulin pump was received cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.